Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: d8, h3, h6. Based on the results of the investigation, a definitive root cause of the poor communication could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope exhibited poor communication when used in combination with the biopsy forceps. The event occurred during the diagnostic endobronchial ultrasound. The procedure was not delayed and it was completed with an olympus back-up device. There were no reports of patient harm.